Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following: the reported phenomenon was reproduced. The output of the endoscopic image by the display port signal was defective, due to a failure of the main board. The monitor screen was scratched. Omsc determined that the reported event was caused by a failure of the main board. The exact cause of the failure of the main board could not be conclusively determined, because the device has not been returned to omsc. However, since the failure of the main board does not tend to occur frequently, there is a possibility of accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
A representative at olympus medical systems corp. (Omsc) found that the display port signal was not output and the endoscope image was not displayed during the preparation for use. There was no report of patient injury associated with the event.